Manufacturer narrative:
The batch history review of the involved filter does not show any abnormality. This is an isolated incident in this vena cava filters batch. However without either precise information about the incident nor x-ray pictures available for analysis, no thorough investigation can be performed and no root cause can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Physician placed filter on (B)(6) 2016 without incident, and performed bariatric surgery on the patient on (B)(6) 2016. Physician found out recently that the patient died at a later date. Autopsy showed the filter in the tricuspid valve with clot in the filter.